Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable is over 2 years old and is at end of life. Also, the heart wire connector case halves were separated, case halves were discolored, contaminated and scratched, the cable was twisted approximately 68 inches from the generator plug, and the case halves were discolored. Continuity testing passed, no intermittent connection found when cable was bent or manipulated, connections were not shorting out between themselves. (B)(4).